Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 64 year old female patient faced an event of kinked cannula issue, that occured within three or more hours of insertion, on (B)(6) 2024. The insertion site of the infusion set was left abdomen. Furthermore, the patient confirmed that the site location was regularly rotated . Patient replaced the supplies as necessary and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.